Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's husband that the insulin pump is having issues. The insulin pump battery is not lasting as long; also there is an issue with the act button not responding. In addition, the insulin is squirting out and the rewind is slower than normal. The customer's blood glucose was 406mg/dl, treated with insulin pump. The customer's current blood glucose was 120mg/dl. The customer stated they are unsure if the drive support cap is protruded, loose, sticking out or flush.

Manufacturer narrative:
Device received with stained end cap sticker. Device received with no button response due to unlocked lcd keypad connector. Unable to verify unexpected low battery alarm, rewind anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.